Event description:
On (B) (6) 2010, ins explanted due to migration, and a new ins was implanted in a different spot. The device appeared to be "migrating towards the skin, and was causing bruising and pain." There was a hematoma at the old site that was being drained via j-tube. Swelling at the old ins site was described as, "they can put their hand around it, and it has been on and off for a few months. It hurts to lie on her side." A loss of therapeutic effect was reported- "function seems to have gotten less and less, and at this time isn't working." When patient was lying down, she was leaking. X-ray indicated that the lead was in the correct place.

Manufacturer narrative:
(B) (4)